Event description:
I started using the fascia blaster in (B)(6) 2017. In (B)(6) I developed an insanely itchy rash all over my body. I couldn't bear anything touching my skin. I ended up having to pay private and costing me a lot of money which I'm still undergoing tests for. I have also gained 25 lbs. I feel this tool had ruined my life.